Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The sample was then connected to a sample bd smartsite and primed. There were no issues identified during priming. A simulated flow was then conducted to determine if there was leakage between the outlet of the texium connector and the bd smartsite. The simulated flow was conducted at 125 ml/hr for 1 hour. There was no leakage or any other issues identified. The customer complaint of leakage was not confirmed. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: leaking chemo during administration. It looks like the alaris tubing busted above the pump segment and was leaking out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.